Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events captured in the submitted log files. (B)(6) was returned assembled with the driveline (dl) severed approximately 3¿ from the pump nipple housing. The distal portion of the dl was returned in two segments measuring approximately 10¿ and 25¿, respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port; however, the sealed outflow graft bend relief had been severed adjacent to its hardware. The remainder of the bend relief material was not returned. The bend relief collar was returned secured over the sealed outflow graft bend relief hardware. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The portions of the driveline returned with (B)(6) were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the 10¿ dl segment wires revealed a breach in the insulation of the orange wire approximately 6.5¿ from the proximal-end. Further inspection of this dl segment revealed a pin hole breach in the insulation of the yellow wire approximately 6.5¿ from the proximal-end. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the orange or yellow wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed and pump stops events that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors from the two different phases made direct contact with each other or simultaneous contact with the braided shield while the patient was connected to the power module/mobile power unit or battery power. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19apr2016. The heartmate ii lvas IFU, rev. G, and the heartmate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that during routine outpatient management, the clinician recognized several speed drops when the patient was connected to the power module. Log file analysis confirmed the reported events. A controller exchange was performed but the issue of speed drops persisted. The hospital performed x-rays of the driveline which found no remarkable areas. Technical support was requested for further driveline evaluation and a non-grounded patient cable was requested. It was later reported that further evaluation of the x-rays found an internal area of the driveline was identified as a potential cause of the alarms and a pump exchange was planned. The patient underwent a pump exchange on (B)(6) 2020.